Manufacturer narrative:
Investigation summary:examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument broke during surgery. Product information: code: 227453000 and lot: unk. Patient consequence? : no. Action taken for procedure:doctor removed the instrument and the piece that broke. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.